Manufacturer narrative:
H6: updated annex codes c19 and d20 applicable to product:nim4cpb1, s/n:p2339079. Annex codes c0208 and d1102 are applicable to product ID: nim4cm01, serial/lot #: c2314013/227321388, UDI#: (B)(6); and product ID: nim4cpb1, serial/lot #: p2339080/227704436, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that device running on old software version 1.4.3 product ID: nim4cm01, serial/lot #: (B)(6) /227321388, UDI#: (B)(4) ; h3: reported fault confirmed. Right hand docking not registering and charging pi when it's docked. Device running on old software version 1.4.3. Product ID: nim4cpb1, serial/lot #: (B)(6) /227704436, ubd: , UDI#: (B)(4). H3: product analysis found that device running on old software version 1.4.3 device could not established wired connection. Main pcba found to be faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4) ; h6: annex a0908 is applicable to product ID: nim4cm01. Product ID: nim4cpb1, serial/lot #: (B)(4) , UDI#: (B)(4). H6: annex a10 and a11 are applicable to product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that docking mechanism on the right-hand side of the nim does not work which leaves the wireless signal on the patient interface always flashing blue. Rep could not upgrade one of the interfaces and noticed that this one is heating up. . There was no patient involvement.